Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable login. A technical support specialist (tss) checked the station med application log and found that the user account was locked. The tss later confirmed that the account was no longer locked and that the user was able to log in, resolving the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was unable to log in because the system was not accepting the username, even though they were able to log in to epic. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.